Manufacturer narrative:
This report is being submitted to provide the intial report and investigation conclusion. Customer reported reagent squirted in their eyes when trying to open the reagent bottle when testing with the binaxnow covid-19 ag self test. Customer stated reagent caused no irritation. Customer confirmed no serious injury and no medical attention was required. Technical service was unable to provide the customer with the relevant sds. Technical service advised the customer to flush her eyes and to seek medical attention if there was any irritation. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card. The product will continue to be monitored and tracked.

Event description:
The consumer reported that some reagent solution from the binaxnow covid-19 antigen self-test splashed into their eye, on (B)(6) 2022. Per the consumer, they were opening the reagent bottle when few drops of the reagent solution splashed in their eyes. The consumer confirmed there was no harm due to the reported events.